Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the therapy connector assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy connector assembly and observed that sockets 3 and 7 were missing their inner sleeve and had no contact retention. The removed therapy connector assembly was able to display an ECG waveform and shock during additional testing; however, it is reasonable to conclude that the missing inner sleeves of the therapy connector assembly caused an intermittent connection which resulted in the reported issue.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device gave a "connect test plug" message when attempting to complete a user test. The biomedical engineer advised that he was able to duplicate the reported issue with both a quik combo therapy cable or hard paddles assembly. The biomedical engineer further advised that the device would charge and shock through both the quick combo therapy cable or hard paddles outside of the user test. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it was intermittently unable to deliver therapy unless the device's therapy connector was manipulated. As a result, defibrillation may be delayed or inoperative if it were necessary.